Event description:
Complainant alleged that while attending to a male pt, who was experiencing shortness of breath and exacerbation due to congestive heart failure, the nurse attempted to acquire a 12 lead electrocardiogram (ECG) and the device displayed an "ECG lead off" message. The nurse checked lead placement for good skin contact and assured the ECG cable was secure. A second attempt was made to acquire a 4 or 12 lead reading and was unsuccessful. Complainant indicated that they transported the pt to the hosp and there was no adverse effect to the pt. Complainant indicated that subsequent biomed testing was unable to replicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod, and this complaint is still under investigation.